Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due fluid loss. It was noted the device had a mechanical issue. There were no patient complications reported.